Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4).g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to device under 510(k) p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2012, the patient received two proximal components: ztlp-p-34-161-ci, lot # e2870953 and ztlp-p-34-161-ci lot # e2837120. No additional procedures or devices were needed. On the completion angiogram, the analysis noted that the device was patent with no evidence of an endoleak or kink. The patient was discharged from the hospital on (B)(6) 2012. Follow-up CT¿s: 1 month: (B)(6) 2012, analysis: aneurysm diameter 68mm, a type iib endoleak was noted. 6 month: (B)(6) 2013, analysis: aneurysm diameter 70mm, a type iib endoleak was noted. 12 month: (B)(6) 2013, analysis: aneurysm diameter 65mm, a type iib endoleak was noted. 2 years: (B)(6) 2014, analysis: aneurysm diameter 72mm, a type iib endoleak was noted. 3 years: (B)(6) 2015, analysis: aneurysm diameter 75mm, a type iib endoleak was noted. 4 years: (B)(6) 2016, analysis: aneurysm diameter 77mm, a type iib endoleak was noted. 5 years: (B)(6) 2017, analysis: aneurysm diameter 83mm, devices patent and intact with no kinks. Both a type ib and a iib endoleak were noted. Analysis md comments: there is now a non-obstructive thrombus within the graft that was not present on the 48 CT, which is relatively large (35mm long x 17 x 10mm). The interval growth of this thrombus may place the patient at risk for embolization distally or potentially could diminish flow if it continues to enlarge. Patient outcome: no secondary interventions have been performed and the patient has completed the study.

Event description:
Description of event according to study: on (B)(6) 2012, the patient received two proximal components: ztlp-p-34-161-ci, lot # e2870953 and ztlp-p-34-161-ci lot # e2837120. No additional procedures or devices were needed. On the completion angiogram, the analysis noted that the device was patent with no evidence of an endoleak or kink. The patient was discharged from the hospital on (B)(6) 2012. Follow-up CT¿s: 1 month: (B)(6) 2012. Analysis: aneurysm diameter 68mm. A type iib endoleak was noted. 6 month: (B)(6) 2013. Analysis: aneurysm diameter 70mm. A type iib endoleak was noted. 12 month: (B)(6) 2013. Analysis: aneurysm diameter 65mm. A type iib endoleak was noted. 2 years: (B)(6) 2014. Analysis: aneurysm diameter 72mm. A type iib endoleak was noted. 3 years: (B)(6) 2015. Analysis: aneurysm diameter 75mm. A type iib endoleak was noted. 4 years: (B)(6) 2016. Analysis: aneurysm diameter 77mm. A type iib endoleak was noted. 5 years: (B)(6) 2017. Analysis: aneurysm diameter 83mm. Devices patent and intact with no kinks. Both a type ib and a iib endoleak were noted. Analysis md comments: there is now a non-obstructive thrombus within the graft that was not present on the 48 CT, which is relatively large (35mm long x 17 x 10mm). The interval growth of this thrombus may place the patient at risk for embolization distally or potentially could diminish flow if it continues to enlarge. Patient outcome: no secondary interventions have been performed and the patient has completed the study.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi). 400 daniels way. Bloomington, in 47404. Registration no.: 3005580113. Summary of investigational findings: the complaint states a patient who receives two proximal stent grafts (2 x ztlp-p-34-161-ci) on (B)(6) 2012. After the procedure, the device was reported patent and no evidence of endoleak was observed. However, on the follow-up CT's from 1 month and up to year 5 a type iib endoleak was noted in the event description. Review of the imaging do not confirm a type iib endoleak. Instead, it was most likely a type iiib endoleak, which originated during the arterial phase at the sealing stent of the second, more inferior, proximal ztlp device. According to the imaging, a left t5 intercostal artery and a bronchial artery communicated with the endoleak, but was consistently very small over the five years and represented endoleak drainage rather than supply. It was confirmed that the endoleak developed during the first month. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.